Event description:
Per the clinic, the patient was taken to the operating room (date not reported) for abutment exchange under general anesthesia. No reported skin revision during this procedure. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.